Event description:
It was reported that patella fracture, loosening of patella component, and dislocation were diagnosed. On (B)(6) 2019, the initial surgery was performed. On an unknown date, the patella was fractured. And the patella component was loose and disassociated. Revision surgery will be performed on (B)(6) 2020. After surgery, the component will be returned.

Manufacturer narrative:
Event description (b5) and explantation date (d7) were received and updated.

Event description:
It was reported that patella fracture, loosening of patella component, and dislocation were diagnosed. On (B)(6) 2019, the initial surgery was performed. On an unknown date, the patella was fractured. And the patella component was loose and disassociated. Revision surgery was performed on (B)(6) 2020.

Event description:
It was reported that patella fracture, loosening of patella component, and dislocation were diagnosed. On (B)(6) 2019, the initial surgery was performed. On an unknown date, the patella was fractured. And the patella component was loose and disassociated. Revision surgery was performed on (B)(6) 2020, where the patella and insert were revised.

Manufacturer narrative:
Section b5 and d11 were updated.